Event description:
The customer reported that the canopy has zipper damage and holes on the side of the panel. No pt injury was reported.

Manufacturer narrative:
Evaluation: results: evaluation of the returned product shows that on the right window the zipper's slider body is open.